Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported a treatment error of the left eye noted six months post lasik. The patient underwent a retreatment. No additional information available.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. According to the information in complaint the pre-refraction of the patient´s left eye was -1.75 -0.50x 080 before the first treatment. A review of the treatment reports confirmed the patient ´s left eye was treated with -1.75+0.50x 080 and retreated with refraction -0.25-1.25x 088. A logfile review confirmed the treatment was performed with the refraction which showed in treatment report. The user entered wrong cylinder value into system. The root cause is user error. The manufacturer internal reference number is: (B)(4).